Event description:
Facility paramedics were using the device for routine patient monitoring while in transport to the hospital. Reportedly, the device intermittently displayed the patient ECG as full-scale artifact. No additional event information was reported. There was no report of adverse patient affect associated with the report.